Manufacturer narrative:
The device history records is not required as there were no other complaints identified for this lot number. The result of the investigation is confirmed for the material rupture issue reported. There were 3 pinholes noted in the balloon during evaluation. There was also a kink noted on the inner and outer at the exit of the strain relief. It is unlikely that the kink is manufacturing related as a 100% visual inspection for catheter defects is performed. The definitive root cause for the reported material rupture issue could not be determined based upon available information. The device is labeled for single use. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 436-2012x. Pta dilatation catheter allegedly had a pinhole rupture at 12atm. It was further reported that another dilatation catheter was used to complete the procedure. This report was received from a single source. This event did involve patient with no reported patient injury. The patient is (B)(6) of age, the gender is male, and the weight is (B)(6).